Event description:
A pt with cancer had surgery to repair a ventral hernia repair. Veritas collagen matrix was implanted during the subsequent repair surgery. Three days post operation, the pt developed symptoms and was taken back to surgery where it was found that a fistula had not been closed during the initial surgery and pancreatic enzymes had leak out through the fistula. What remained of the veritas was removed. The fistula was repaired, the ventral hernia was repaired and the pt is doing fine.

Manufacturer narrative:
No eval can be performed because device was not returned to synovis. Device lot numbers not reported to manufacturer; therefore, manufacturer and expiration dates unk.